Event description:
It was reported that review of session records showed inappropriate episodes of non-sustained ventricular lead noise due to ventricular undersensing. There was no indication that the undersensing affected high voltage therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.